Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.